Event description:
It was reported that an ilet device¿s screen was cracked, which prevented the user from unlocking the device, and a replacement was shipped while the user transitioned to multiple daily injections and continued using a dexcom g7; blood glucose was reported as unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact on health, no hospitalization, and no medical or surgical intervention. Investigation included customer care troubleshooting and education, review of the device¿s reported condition, and efforts to retrieve the original device for evaluation. Investigation of this case revealed physical damage to the device display consistent with a cracked screen that impeded user interaction; the affected component was the user interface/display and the problem was mechanical damage. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external force or misuse.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.